Manufacturer narrative:
Additional information - the referenced pump exchange due to hemolysis and thrombus concerns was reported under medwatch MFR report # 2916596-2018-00188. Additional information - the previously replaced portion of the patient's driveline was returned on 22sep2017. The explanted pump was returned on 17jan2018 along with the internal portion of the driveline. Device evaluation: the pump was returned assembled with the driveline cut approximately 1 inch and 14 inches from the pump housing and the distal portion of the driveline was also returned. Both the pump-end segment, the middle segment, and distal-end segment of the driveline were tested for electrical continuity in the condition that they were received and did not reveal any discontinuities or shorts. The silicone jacket and clear bionate appeared unremarkable. Breakdown of the metal braided shield was observed 2 inches, 5 inches, and 7.5 inches from the pump housing. A breach in the insulation of the black wire was observed at the nipple of the pump housing as well as 2.5 inches from the pump housing. Breaches to the insulation of the black, brown, red, and orange wires were observed 3.5 inches from the pump housing. The breaches to the wire insulations appeared consistent with abrasion against the metal braided shield. The remaining wires appeared unremarkable and were submerged in a saline solution for high-potential testing to further verify the integrity of each wire¿s insulation. This testing did not reveal any additional areas current leakage in the insulation of any of the driveline wires. If the exposed conductors of any of the compromised wires contacted the metal braided shield while the system was connected to a tethered power source (such as the power module) using a grounded patient cable, the resulting electrical short to ground would have caused the reported pump stoppages captured in the submitted log file. If the exposed conductors of two wires from different phases made direct contact with each other or simultaneous contact with the metal braided shield, the resulting electrical short also had the potential to cause an interruption in pump support while the system was operating on battery power. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient subsequently received a pump exchange on (B)(6) 2018 due to hemolysis and thrombus concerns. The evaluation of the internal portion of the driveline that was returned with the pump confirmed damage that could have contributed to the reported pump stoppages.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 8 months. The pump remains in use supporting the patient; however, the replaced portion of the driveline was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported on (B)(6) 2017, that the patient was in the hospital due to sub-therapeutic inr and pneumonia. The patient has a history of subtherapeutic inrs and has been treated with IV heparin. The submitted log files were reviewed by the manufacturer¿s technical services representative and multiple pump stoppages and or speed drops greater than 200 rpms below the low speed limit occurred on (B)(6) 2017, while the lvad was connected to the power module. On (B)(6) 2017, the patient¿s inr was 1.4 and was given heparin infusion. The patient¿s lactate dehydrogenase was reported as ¿okay¿. On (B)(6) 2017, a percutaneous lead (driveline) replacement was performed with no issues. On (B)(6) 2017, it was reported that pump stoppages were occurring. A pump exchange was not planned. An ungrounded power module patient cable was provided. No additional information was provided.

Manufacturer narrative:
The report of pump stoppages and low speed events were confirmed based on the evaluation of the submitted log file; however, the cause of these events could not be conclusively determined through the evaluation of the returned portion of the driveline. Approximately 18 inches of the external portion/distal end of the driveline was returned. An electrical continuity test of the returned driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation. The silicone jacket and clear bionate layers were unremarkable. Shield breakdown was observed adjacent to and approximately 2.5 inches from the metal connector. The shielding was removed and examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was submerged in a saline bath for hi-pot testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. The patient remains ongoing on pump support using an ungrounded patient cable while on power module support and no further related events have been reported at this time. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.